Manufacturer narrative:
Additional information has been provided in h.6 and h.10. The customer did not request service for the system. The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon reported, during a cataract procedure while attempting the first groove of sculpting, there was lens milk with stagnation, no fluid flow. Attempted to clear the obstruction with irrigation and aspiration, then applied full phaco throttle. There was turnover of milk and nuclear material therefore, the procedure was discontinued. Fluid was ran through the equipment to clean it out. An alternate handpiece was used to complete the procedure. However, the peri-incisional stroma and epithelium was blanched white. There was a fish mouth gape in the wound and there appeared to be phaco burn tissue contraction. No suture because of possible cheesewire concerns. There was shallowing of the anterior chamber so viscoelastic was left in the eye. Postoperative astigmatism was reported however, the amount is unknown. The patient will follow up in one day for evaluation. There was no system message or tone. Additionally, the surgeon indicated that this was a small pupil cataract case. Dilation drops were applied preoperatively for 1 week to promote dilation however, it did not work. Therefore, the surgeon proceeded with the case using an alternate technique and viscodilation. Additional information indicated that the patient is okay despite the fish-mouth appearance of the incision. The anterior chamber is deep, no sign of infection. However, there is a small wedge of iris trapped at the incision site. Additional intervention may be performed at a later date.